Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when an electrocautery was used during device change, undersensing occurred on the reply 200 dr. A ventricular threshold check was performed using a sterile bag with suspected noise reversion and no egm was displayed. The procedure was completed using eno dr, as planned from the outset.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is missing and a MDR fu will be sent once the uid is retrieved. The subject device had been received at microport investigation and center. No anomaly could be found on the subject device: in vvi or ddd, in bipolar on both channels, the device paces and senses correctly. The measured atrial and ventricular impedances were normal. The mechanical test showed normal electrical contact between the inserted test lead and the outputs of the electronics. The visual inspection of the ventricular screw showed correct tightening lead mark on the screw, without any damage on the threads of the screw. The electrical test was correct. The reported issue is not due to a malfunction of the subject device, which operates correctly, as per specifications. The reported undersensing is most probably due to interferences of the electrocautery and/or ventricular lead damage during electrocautery. No general malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, when an electrocautery was used during device change, undersensing occurred on the reply 200 dr. A ventricular threshold check was performed using a sterile bag with suspected noise reversion and no egm was displayed. The procedure was completed using eno dr, as planned from the outset.

Event description:
Reportedly, when an electrocautery was used during device change, undersensing occurred on the reply 200 dr. A ventricular threshold check was performed using a sterile bag with suspected noise reversion and no egm was displayed. The procedure was completed using eno dr, as planned from the outset.

Manufacturer narrative:
The UDI has been added. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is missing and a MDR fu will be sent once the uid is trtrieved. The subject device had been received at microport investigation and center. No anomaly could be found on the subject device: - in vvi or ddd, in bipolar on both channels, the device paces and senses correctly. - the measured atrial and ventricular impedances were normal. - the mechanical test showed normal electrical contact between the inserted test lead and the outputs of the electronics. - the visual inspection of the ventricular screw showed correct tightening lead mark on the screw, without any damage on the threads of the screw. - the electrical test was correct. - the reported issue is not due to a malfunction of the subject device, which operates correctly, as per specifications. The reported undersensing is most probably due to inteferences of the electrocautery and/or ventricular lead damage during electrocautery. No general malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.